Event description:
It was reported that during the photoselective vaporization of the prostate procedure, at 100,000 joules the fiber broke and lens became dislodged. There was a temporary interruption of the procedure, but the procedure was completed using another fiber. The information on patient outcome was not provided.